Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6). Associated medwatch: 1221934-2018-53433.

Event description:
It was reported that two screws broke during insertion. The issue was detected intraoperatively. No adverse consequences for patient, no surgery delay.

Manufacturer narrative:
The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. It was reported the screw broke during insertion. It is a possibility the insertion was off angle or excessive force was used while inserting causing the screw to break. Other than this possibility, we cannot discern a root cause for this failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Additional information received from affiliate on 10september2018: the case was completed, the problems started at the end of the operation so they did not need to use an alternate product.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4). The expiration date is not currently available. Associated medwatch report number: 1221934-2018-53433.